Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a procedure to treat heavily calcified target lesions in the anterior tibial and fibular artery. The ht command guide wire became stuck in the calcified lesion. The guide wire could not be advanced or withdrawn. Force was applied and the guide wire separated, with the tip remaining in the anatomy. The tip appeared frayed and elongated. An attempt was made to retrieve the separated tip using a snare device; however, it could not be retrieved and remains in the patient anatomy. There was no blood flow noted to this artery at the beginning of the procedure and no blood flow noted at the end of the procedure. The patient is being considered for a surgical bypass procedure; however, it is unknown if this will be performed. Post procedure, the patient remained stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation and stretched coils were confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported failure to advance, difficulty removing the device, stretched coils and separation appear to be related to the patient anatomical conditions and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.